Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout procedure the physician noticed some insulation damage to the right atrial (ra) lead near the suture sleeve. The physician chose to remove and replace the ra lead. No patient complications have been reported as a result of this event.